Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had a reverse shoulder prosthesis done in february. He recently fell and since has been experiencing instability in his shoulder. The surgeon took out a (+4) 32 standard insert and put in a (+4) 32 semi-constrained insert.